Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed an episode of noise. The patient presented in clinic for isometric testing and the noise was not able to be reproduced. No programming changes were made at this time. Monitoring will continue.